Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During the procedure, the physician advanced the cat8 to the target location and encountered a clot within a stent that was previously implanted into the patient. The physician completed one pass using the cat8 and the sep8 and while aspirating the cat8 became occluded. Therefore, the cat8 and sep8 were removed. Upon removal of the cat8, the physician found that the distal tip of the cat8 was damaged. Therefore, the cat8 and the sep8 were no longer used in the procedure. There was no reported issue with the sep8. The physician completed the procedure using a balloon dilation. Imaging revealed that there was no cat8 fragment remaining in the patient''s body. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.